Event description:
The customer contact reported "particles" distal to the blood filter. The pt was receiving one unit of packed red blood cells (rbcs). After approx one half of the unit of packed rbcs was delivered, the pt noted "particles" in the blood tubing and notified the nurse. The nurse reported what appeared to be "particles, iridescent flecks, or air bubbles," were noted distal to the blood filter and were adhered to the tubing wall. The blood transfusion was stopped. The tubing set was replaced and a second unit of packed rbcs was given. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.